Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was not delivering insulin. The device did alarm no delivery only once. Customer's spouse stated customer had high blood glucose even after doing a complete set change. Customer's blood glucose was 24.9 mmol/l, treated with bolus. Drive support cap was normal. Small bubbles were noted in the device. Performed manual prime and insulin did exit. Settings are correct on the device. Only one no delivery alarm noted in the alarm history. Customer stated a bolus did not deliver and was not sure why. Customer uploaded to carelink and determined the device was manually suspended after the deliver stopped and then later resumed so customer did not receive any of the bolus she needed. High pressure was performed, passed. Customer did a complete set change and blood glucose has lowered to 22.8 mmol/l. No further information reported.